Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Following the procedure, a posterior pericardial effusion was seen. The patient was stable the entire procedure and protamine was given. Pericardiocentesis was performed, and 300 cc of fluid was drained. The patient fully recovered and was discharged home three days post procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Following the procedure, a posterior pericardial effusion was seen. The patient was stable the entire procedure and protamine was given. Pericardiocentesis was performed, and 300 cc of fluid was drained. The patient fully recovered and was discharged home three days post procedure. It was further reported that the patient experienced cardiac tamponade.